Manufacturer narrative:
Serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a myosure procedure there was a perforation reported. The fluid deficit went up to around 1.2 liters deficit. The patient was six weeks postpartum. A hysteroscopy was done and the perforation was confirmed. No other information is available.

Manufacturer narrative:
Additional information was received on april 13, 2026 - the physician stated that the placenta tissue was being removed and the patient was bleeding prior to procedure. However, post procedure the condition was normal. Some of retained product of conception (rpoc) was able to be removed. However, the physician believes the angle of the application, with the instrument advancing anteriorly through the weak area of the uterus with the omni scope. It was also reported that the myosure device was not within the field of view at the time of the time of the event. The location of the perforation was anterior uterus likely at a cesarean section scar. The patient was under observation in the hospital, follow up indicated patient was stable and no additional intervention was needed.